Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shaft of a smart flex 6x120 80cmself-expanding stent system got stuck on a non-cordis .035 guidewire and the inner and outer shaft detached, and some parts remained in the vessel, and were snared out. When trying to deploy the stent, it was not possible to deploy the stent completely. The mechanism to place the stent seemed different. The inner shaft got stuck on the wire, which forced the physician to remove the wire and stent shaft together. As the inner shaft got stuck to the wire, it seemed that some parts of it had gone off and remained in the vessel. As a consequence, a new non-cordis wire was used to cross the lesion. Two additional smart flex stents were used and placed in the already positioned stent, successfully treating the vessel and fixating the gone off/dislodged segment of the inner shaft. The patient has since been discharged. The event did not cause a clinically relevant increase in the duration of the procedure. The event did not cause a condition that required hospitalization or significant prolongation of existing hospitalization. The target lesion was approximately 30cm afs chronic total occlusion, and the situation in general was very difficult. No anomalies were noted when the device was removed from the package, or during prep. The device was used with a 6f cordis sheath. The product and concomitant sheath will be returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the shaft of a smart flex 6x150 80cmself-expanding stent system got stuck on a non-cordis .035 guidewire and the inner and outer shaft detached, and some parts remained in the vessel, and were snared out. When trying to deploy the stent, it was not possible to deploy the stent completely. The mechanism to place the stent seemed different. The inner shaft got stuck on the wire, which forced the physician to remove the wire and stent shaft together. As the inner shaft got stuck to the wire, it seemed that some parts of it had gone off and remained in the vessel. As a consequence, a new non-cordis wire was used to cross the lesion. Two additional smart flex stents were used and placed in the already positioned stent, successfully treating the vessel and fixating the gone off/dislodged segment of the inner shaft. The patient has since been discharged.the event did not cause a clinically relevant increase in the duration of the procedure. The event did not cause a condition that required hospitalization or significant prolongation of existing hospitalization. The target lesion was approximately 30cm afs chronic total occlusion, and the situation in general was very difficult. No anomalies were noted when the device was removed from the package, or during prep. The device was used with a 6f cordis sheath. Procedural films were requested but unavailable per hospital protocol. The product and concomitant sheath were returned for evaluation as previously expected.

Manufacturer narrative:
The shaft of a smart flex 6x150 80cm self-expanding stent system got stuck on a non-cordis .035 guidewire and the inner and outer shaft detached, and some parts remained in the vessel, and were snared out. The target lesion was approximately 30cm afs (superficial femoral artery) chronic total occlusion, and the situation in general was very difficult. When trying to deploy the stent, it was not possible to deploy the stent completely. The mechanism to place the stent seemed different. The inner shaft got stuck on the wire, which forced the physician to remove the wire and stent shaft together. As the inner shaft got stuck to the wire, it seemed that some parts of it had gone off and remained in the vessel. As a consequence, a new non-cordis wire was used to cross the lesion. Two additional smart flex stents were used and placed in the already positioned stent, successfully treating the vessel and fixating the gone off/dislodged segment of the inner shaft. The patient has since been discharged. The event did not cause a clinically relevant increase in the duration of the procedure. The event did not cause a condition that required hospitalization or significant prolongation of existing hospitalization. No anomalies were noted when the device was removed from the package, or during prep. The device was used with a 6f cordis sheath. Procedural films were requested but unavailable per hospital protocol. The product was returned for analysis. A non-sterile unit of a smart flex 6x150mm vascular 80cm biliary self-expanding stent delivery system was received for analysis inside a clear plastic bag. The hemostasis valve was received open. Per visual analysis, neither the stent nor the mentioned non-cordis .035 guidewire used in the procedure were returned for evaluation. The peek tubing and the guide wire tube of the unit were received separated from the outer sheath of the unit. Both components, the peek tubing, and the guide wire tube, were observed separated at the luer fitting, near to the hemostasis ¿y¿ valve on the handle. However, the unit was received kinked, and stent deployed (the stent was not returned for evaluation). No other damages or anomalies were found on the returned device. Per microscopic analysis elongations could be observed on the separation. Besides, kinks and stretched sections were also observed on the guide wire tube, probably caused by material tensile overload. No other anomalies observed. Functional analysis could not be performed due to the kinked damaged and separated condition of the unit the way it was returned for evaluation. Dimensional analysis and stroke length (pin-pull sds) was not performed on the unit due to the extensive damaged condition of the unit the way it was received for evaluation. A product history record (phr) review of lot 294834 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿guidewire lumen (inner shaft)- separated - in patient¿ was confirmed through analysis of the returned device. Procedural images were not provided for review. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (chronic total occlusion) and/or procedural/handling factors may have contributed to the event as evidenced by elongations, kinks and stretched sections noted on the device during analysis likely caused by material tensile overload. According to the safety information in the instructions for use ¿the s.m.a.r.t.® flex biliary stent system is indicated for use in the palliation of malignant strictures in the biliary tree. The safety and effectiveness of this device for use in the vascular system have not been established. Open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. Carefully inspect the sterile package and device prior to use. Do not use if it appears damaged. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or lumen. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device. Introduce the stent delivery system. Advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used.¿ this is considered off-label usage. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.